Event description:
Initial reporter indicated that "they were unable to turn their dell x50 handheld computer on." Troubleshooting was performed but the handheld computer did not turn on. The handheld computer and programming software are at MFR pending analysis completion.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.